Event description:
On (B)(6) 2013, synergeyes received a complaint stating that a pt's "2nd lens of 2 pack caused irritation after 2-3 hours of wear time. Pt removed cl and irritation increased overnight. Pt presented to od with corneal ulcer and corneal apex". The pt's pre-existing condition contributed to the injury as the pt had an unsuccessful outcome during lasik surgery along with a history of advanced keratoconus. The pt wore this new synergeyes lens (shipped on (B)(4) 2013) and found that the lens irritated his eye. An eye care professional at the od office instructed the pt to discontinue the use of the new lens. The pt went back to wearing the previously issued lens shipped to the pt on (B)(4) 2012 (ks6382-1300; lot number 046740) and reported that the lens did not cause any irritation. On (B)(6) 2013, the pt was seen by an od. It was stated that the pt had a corneal abrasion that was turning into an ulcer. The pt was instructed to discontinue the use wearing the lens for several days. On (B)(6) the od saw the pt and treated the pt for a corneal ulcer. The treatment included: verbal instruction to discontinue the use of the lens, pt was to wear an orthoptic eye patch, and take the prescribed moxera (moxifloxacin hcl; antibiotic). On (B)(6) 2013, the pt returned to the od wherein it was determined that the pt's ulcer had healed.

Manufacturer narrative:
Eval code: the lens was inspected for surface defects; there were no obvious defects found on the lens. The lens was measured for base curve; the measured base curve was within the spec for a 6.3 base curve. The lens was measured for power; the measured power was within the spec for a -13.00 power. The review of the associated device history record did not indicate any processing or qc issues.